Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleges particles in tubing/chamber of CPAP device. The patient alleges having nasal/throat irritation or soreness, congestion, shortness of breath, dizziness and headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.